Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was the patient's dystonia and not due to the ins. Patient symptoms of diaphoresis and syncope were reported. The patient outcome was reported as recovered without sequelae.

Event description:
It was reported that the patient experienced "shaking spells" for 12 out of 14 days and they happened within the same hour almost daily, but only lasted a few minutes. The patient was standing when the episodes would occur and complained of sweating, headache and some dyskinesia after the episodes occurred. After the episode, the patient's heart rate was as high as "100." The patient's healthcare provider ruled out stroke and seizures. She had a CT scan and eeg. She had fallen on occasion but did not think that affected the implantable neurostimulator (ins). She would hold her head to the right which may be pulling on the leads on her left side. The patient was not in the same environment when the episodes occurred. The symptoms were at the lead-extension connection location. The physician checked the system and reported that the ins was fine. The patient was prescribed namenda, which her healthcare provider told her to stop in case that was the cause of shaking. The patient has gone "downhill" since ins replacement, she couldn't walk as well and she felt nervous and her left foot was turned in. The patient would "always complain about the wires being too tight," meaning the extension behind the neck. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial#(B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 64002, lot# n236361, implanted: (B)(6) 2011, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389-40, lot# j0537527v, implanted: (B)(6) 2005, product type: lead. Product ID: 3389-40, lot# j0537527v, implanted: (B)(6) 2005, product type: lead. Product ID: 3389, lot# j0537527v, implanted: (B)(6) 2005, product type: lead.(B)(4).